Event description:
It was reported that during a prostate procedure, while attempting to use the surgical fiber, a fiber connection issue was observed. It was further reported that an attempt was made to connect two additional fibers however each time a fiber connection issue was observed. The console could not be utilized and the procedure was canceled. Patient outcome: "none" reported. No injury to patient was reported.

Manufacturer narrative:
Service repair/system analysis was performed on (B)(6) 2017: the resonator was replaced. The detectors were set up and laser was calibrated. The system was tested and verified to meet manufacturer's specifications. Product evaluation: the xps resonator was re-worked by the manufacturer and was completed on (B)(6) 2018. The analysis confirmed that the resonator would not recognize fibers. A new fiber connector cable assembly was installed and a new test report was created. The desiccant was replaced. The resonator was tested after the final rework and was confirmed to be functional. Based on the analysis report, potential root cause for error 966 (invalid fiber) was the fiber connector.

Event description:
Additional information received noted: the patient was under anesthesia when the issue was noted. It was confirmed that three fibers were used and same connection issue was observed with two additional fibers used.

Event description:
Additional information received noted that only one fiber failed due to connection error. Joules used: 0 joules. Time expended: 0 minutes. The fiber tip (cap) was not cleaned during the procedure.

Manufacturer narrative:
The replaced xps resonator s/n #: (B)(4) was received at the manufacture on december 20, 2017.